Event description:
The pump was refilled with 20 mls of morphine, 41.5 mg/ml, baclofen 1.43 mg/ml, clonidine 1.23 mg/dl and fentanyl 7.3 mg/ml. Approx 15-20 minutes after the refill, the pt experienced an overdose. The pt was given narcan and responded. The pt was transported to the ER where the pump was accessed and 16 mls was removed. The 16 mls was put back in the reservoir; the cap (catheter access port) was accessed; and approx 20 ml of csf was removed; it was being sent for drug analysis. The pump reservoir was accessed again (the 16 ml was still able to be aspirated) and then it was put back into the pump. A pocket "wash" was done and some of the fluid used was being sent for analysis to see if there was drugs in it. The pt was put on a narcan drip overnight and was still in the ICU at the time of the call. The caller stated that they do not use the MFR's refill kits, but used a different type instead. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).